Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Observed, stress marks on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, left side pain. Healthcare professional, later reported, capsular contracture, baker grade iii. Patient reported, left side rupture. Confirmed my MRI. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported left side pain. Healthcare professional later reported capsular contracture, baker grade iii. Patient reported left side rupture confirmed my MRI. The device remains implanted.